Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels, the insulin pump alarmed low reservoir, and the infusion set had a bent cannula, as well as air bubbles. The blood glucose reading was 207 mg/dl. The customer advised that she treated high blood glucose levels with boluses. She was unsure what the state of the drive support cap was. Upon troubleshooting, the insulin pump failed the high pressure test twice. The replacement of the insulin pump was advised. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.